Event description:
Healthcare professional reported for left side "hypotheses is bia-alcl" and "cystic seroma". Patient reported "pain in the left breast", "hardening", "swelling". Healthcare professional reported "silicone disease", such as arthralgias, myalgias, tingling, "brain fog" (change in concentration and memory), dry eyes and mouth, chronic fatigue, hair loss, insomnia, depression, change in intestinal transit, allergic conditions (previously non-existent - rhinitis and sinusitis) and cephalalgias. The reported clinic is the symptomatological core of what is now called "silicone disease" and asia", "epifascial thoracic cystic tumor between the breast implant and the pectoral muscle on the left side; which may correspond to an encysted (or encapsulated) hematoma of capsular and/or muscular origin". Healthcare professional reported capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, double capsule, cyst, and anxiety.

Event description:
A healthcare professional reported that a patient experienced left side ¿double capsule with encysted serohematoma x non-seromatous bia-alcl. The device remains implanted.